Event description:
It was reported that pump screen was dark and would not turn on despite multiple attempts to power it on and charge it. There was no adverse impact to the customer's blood glucose level. Customer followed technical support instructions to try different button presses and charging steps without success, then planned to use multiple daily injections as backup insulin therapy while waiting for replacement pump, was advised to let battery fully deplete before return, to reprogram pump settings and reconnect continuous glucose monitor on replacement pump, and to return malfunctioning pump using prepaid label.